Event description:
The customer reported obtaining non-reproducible troponin I (accutni+3) results for three patients over two days on their access 2 immunoassay system (serial number (B)(4)). The customer stated that the results were reported out of the laboratory, but there was no change to treatment as a result of the non-repeatable results. The customer stated that weekly maintenance was performed on (B)(6) 2014 and that quality control (qc) was within the customer's established ranges prior to the event. The customer did not provide patient sample processing information. Customer technical support (cts) advised the customer to run a system check to verify instrument performance. The system check failed the substrate %cv (coefficient variation) specification. Cts assisted the customer in inspecting the substrate system. The customer did not note any anomalies. The customer ran a passing substrate portion of the system check after priming the instrument. Cts advised the customer to perform a full system check. The system check failed the washed %cv. The customer noted that the tubing was disconnected to one of the aspirate probes. The customer changed the aspirate probes. The customer then ran a passing system check. Cts advised the customer to run qc and a 15 replicate precision run. The customer stated the accutni+3 qc was out of range and the calibration failed. The customer stated qc was out of range for several assays. Cts advised the customer that service would be dispatched. This report is associated with the results generated on (B)(4) 2014 (MDR 2122870-2015-00006). MDR 2122870-2015-00007 addresses results obtained on (B)(4) 2014.

Manufacturer narrative:
Information on the patient's weight was not supplied. Refer to attached patient data table for additional patient demographics service was dispatched and onsite (B)(4) 2014. The field service engineer (fse) performed preventative maintenance. The service activity performed was verified to meet the specified requirements per established procedures. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction although no one part can be implicated. Bec internal identifier for this report is (B)(4). Associated mdrs: 2122870-2015-00007, 2122870-2015-00006.